Manufacturer narrative:
Technician found the bed in bed shop with note saying "brakes do not work" found two head casters would swivel when the brakes were set. Replaced the two head casters to resolve this issue.

Event description:
Complaint report received indicating that the brakes on the bed were not working. Bed in bed shop. No injuries alleged.